Event description:
During a clinic follow-up, low defibrillation impedance was noted on right ventricular (rv) lead. No intervention was performed to resolve the event due to the patient¿s age. The patient was stable and will continue to be monitored.